Event description:
The reporter contacted lifescan on (B)(6) 2011 to report an "error 4" issue with the subject meter. The customer service representative walked the reporter through troubleshooting and the reporter was able to perform a successful test. There was no allegations of harm or injury as a result of the reported issue. There was also no indication that the subject meter malfunctioned at the time of troubleshooting with customer service. Lifescan has received the meter involved with this complaint and completed device evaluation on (B)(6) 2011. Investigation revealed that the spc pins were high and out or specifications. This complaint is now being reported due to the failed device evaluation results.

Manufacturer narrative:
The 510(k) # is k080639.